Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Adding concomitant medical products - ank c/x impl b14/d4.5/l14 17-0556 device received for this event is being corrected from ank c/x impl b14/d4.5/l14 catalog # 31010440 to unknown ankylos cx abutment catalog # unknown ankylos cx abutment.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional component code 887. This is a follow up report to add this additional code.